Event description:
This rv lead was implanted in (B)(6) 2006 and was explanted on(B)(6) 2017 due to impedance variability issue. This lead was part of the recall/advisory flag leads. Rv lead output has been set to 7.5v @1ms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).